Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The device was not returned for evaluation, therefore the investigation is inconclusive for the reported issue as no objective evidence was provided for review. A definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the information indicates that model mc1816 biopsy instrument allegedly self-activated. The information was received from one source. The device was not used on the patient, therefore, no patient information was provided.